Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe was to be used for an esophagogastroduodenoscopy (egd) procedure within the stomach, performed on (B)(6) 2013. According to the complainant, after the injection gold probe was advanced through the scope and into the patient, the device failed to conduct electrical current. Reportedly, the probe was touching the skin however; no electrical current was being delivered. The device was withdrawn from the patient, and then the procedure was completed using argon plasma coagulation. After the procedure, the generator/equipment was tested with another manufacturer's device and worked as designed. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that an injection gold probe was to be used for an esophagogastroduodenoscopy (egd) procedure within the stomach, performed on (B)(6) 2013. According to the complainant, after the injection gold probe was advanced through the scope and into the patient, the device failed to conduct electrical current. Reportedly, the probe was touching the skin however; no electrical current was being delivered. The device was withdrawn from the patient, and then the procedure was completed using argon plasma coagulation. After the procedure, the generator/equipment was tested with another manufacturer's device and worked as designed. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. An electrical evaluation was performed, which included load and isolation of electrode tests; the device failed the load test. Dissection of the device revealed that a wire of the connector was damaged. The condition of the returned incident device was consistent with the complaint that the device failed to delivery energy. The evaluation attributed this to a damaged wire of the connector. Therefore, the most probable root cause is manufacturing. An investigation is underway to address cautery issues. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.